Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or tearing was observed. During testing, the down arrow, ok and contrast keypad buttons were intermittently unresponsive. The up arrow keypad button responded appropriately. The up and down arrow key contacts were found to be misaligned. During investigation, evidence of contamination was found under all keypad contacts.

Event description:
The patient contacted animas on (B)(6) 2012, and stated the keypad buttons were intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump attached to a belt and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.